Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer lost consciousness and fell on the insulin pump, causing physical damage to the insulin pump. Troubleshooting could not be performed due to the damage. The customer stated that an issue with the infusion set caused the event. The customer's blood glucose reading was over 400 mg/dl at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.